Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/06/2020.

Event description:
The customer reported touchscreen out of calibration. The customer reached out to a manufacture service technician and instructed the customer to navigate to v60 diagnostic screen and to perform a touchscreen calibration. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The customer reported the touchscreen calibration was successful and also reported that the touchscreen diagnostics were responding correctly. The customer reported the touchscreen is now functioning correctly.